Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) device check the programmer was only showing a blank screen and was unable to provide a battery reading. The device remains in use. No patient complications have been reported as a result of this event.